Event description:
A surgeon reports that the haptic of the intraocular lens was amputated inside the cartridge of the delivery system. Enlargement of the incision was required to accomodate removal and replacement of the lens. The surgeon feels that the cartridge should be made of clear plastic so the haptic location can be easily verified visually prior to insertion into the eye. The patient had a good outcome.